Event description:
Covidien customer service engineer reported that during the field action the 840 ventilator had unresponsive keyboard error code in the memory logs. It is unknown if patient was involved during this event.

Manufacturer narrative:
The customer to complete ventilator repair. Covidien was not authorized to service the device. Covidien reference: (B)(4).